Event description:
In 1998, a medtronic ave aneurx bifurcated stent graft of unknown size was selected for treatment of an abdominal aortic aneurysm. Preoperative eval of the aneurysm revealed an angulated neck. Routine follow up assessment excluded endoleak of the aneurysm and migration of the stent graft. In 2000, a significant endoleak and increase in diameter of aneurysm were noted. Pt underwent successful open surgical conversion to a conventional graft. There were no add'l clinical sequelae reported relative to the event. The device was not returned for investigation.

Event description:
In 1998, a 28mm x 16mm diameter x 16.5cm length medtronic ave aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aortic neck was angulated. The routine one-year assessment did not reveal an endoleak and no migration of the stent graft. Follow-up in 2000, revealed a signifiicant endoleak with increased diameter of the aneurysm and device migration. The pt underwent open surgical repair with placement of a conventional graft. There was no additional adverse clinical sequelae reported relative to the event and no further info has been available from the user facility. CT scans and an angiogram received by medtronic ave for eval by an outside independent physician was performed in 2001. The 1997 CT scan reveals a proximal aoritc neck of 24mm in diameter and less than 1cm in length. The abnormal aortic aneurysm measured 4.5cm in diameter and the iliacs were unremarkable. An angiogram in 4/1998 revealed a questionable adequate proximal aortic neck, a dilated left common iliac artery and severe bilateral external iliac artery angulation and tortuosity. The 6/1998 CT scan reveals status post stent graft without an endoleak. The proximal aortic neck measured approx 25mm in diameter but less than 1cm in length. The abdominal aortic aneurysm measured 4.6cm and the iliacs were unremarkable. 11/1998 CT scan reveals poor stent graft position proximal with a short aortic neck and it was negative for endoleak. The abdominal aortic aneursym measured 4.6cm and again the iliacs were unremarkable. The 4/1999 CT scan reveals poor stent graft position proximal with inadequate fixation/seal zone. The abdomrinal aortic aneursym measured 4.5cm and was again negative for endoleak. In 3/2000 CT scan reveals the proximal aortic neck measuring 37-30mm with rapid dilation and poor proximal stent graft position. There is a type I proximal endoleak. The abdominal aortic aneursym measured 5cm and the iliacs remained unremarkable. A 3/2000 angiogram reveals poor proximal stent graft position with inadequate fixation. Based on the film interpretation, the physician concludes poor pt selection with a short proximal aortic neck; however, good initial stent graft placement. The proximal graft migration was due to inadequate proximal aortic neck resulting in surgical conversion.